Event description:
Note: this report pertains to two spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii catheter and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was lost upon insertion. A second spyscope ds ii catheter was used and the same thing happened. Initially, the view was clear, after a few minutes the image went to blue then black. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the exterior was very poor condition. Unable to reproduce customer described issue. No errors in the error log. No functional problems found. The light was disassembled. The catheter interface contacts and connector socket assembly were cleaned. The 32 conductor flex cable, top cover, cover gasket, front panel, keypad, and rear bumper were replaced. An electrical safety test was performed and the unit passed all tests. The reported event was not confirmed. Upon analysis, the problem is unlikely related to manufacturing, as product analysis identified problems related to use and maintenance and did not identify any manufacturing defect. In addition, during a device history record review conducted by enercon, it was confirmed that the device met all manufacturing specifications. Based on all gathered information, the most probable root cause of this event is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. Block h11: correction - block h6 (impact code and device code) has been corrected, initial reporter tab e corrected.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii catheter and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was lost upon insertion. A second spyscope ds ii catheter was used and the same thing happened. Initially, the view was clear, after a few minutes the image went to blue then black. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.